Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. It was reported that the pt had a very tight distal aorta. The aneurysm diameter was 5.5 cm. It was reported that the stent graft was positioned immediately below the level of the renal arteries and deployed to expose the contralateral gate. The physician had difficulty passing the contralateral limb through the gate and as the limb was being advanced through the gate, the bifurcated device moved cephalad. This resulted in covering both renal arteries and at this point entire ipsilateral limb was deployed. Multiple unsuccessful attempts were made to pull the device down. Subsequently an angioplasty balloon was positioned in the proximal graft and downard tension was applied in an attempt to shift the graft back to its infra renal position; however, the balloon catheter broke leaving the balloon in the supra renal aorta. The pt was immediately converted to open surgical repair and a tube graft was sewn in. No clinical sequelae were reported, and the pt is reported to have tolerated the procedure well.